Manufacturer narrative:
The referenced ues-40 is not return to olympus medical systems corp.(omsc) for evaluation, therefore omsc cannot evaluate the ues-40 yet. Therefore the exact cause of the reported event could not be conclusively determined at this time. However, according to the literature, postoperative bleeding and urethral stenosis are known as common complication of tur-p procedure. The reported phenomenon is thought of as common complication of tur-p procedure. The ues-40 instruction manual states the notice for patient¿s bleeding and injury, also appropriately handling of the device. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is 2 of 2.

Event description:
Olympus was informed that after the turis-p procedure, the physician found that the patient suffered the urethral stenosis and the bleeding. Two days after, the patient underwent the minor surgery and the medication to treat the urethral stenosis and the bleeding. The physician sated that there was no sign of it in beginning. Device need to be checked.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018-00106 to provide the device evaluation results. Omsc checked the manufacture history of the referenced ues-40, there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".